Manufacturer narrative:
The equipment involved in the reported event has been subsequently returned to intouch technologies and is currently under evaluation. At this point in the evaluation, it is believed that the equipment did malfunction, but this malfunction did not cause or contribute to the subject adverse event. A follow-up report will be provided upon completion of equipment analysis & receipt of patient information from user facility.

Event description:
At approximately 4:00 pm, on (B)(6), 2011, a physician and stroke specialist at hospital "1", commenced a remote consultative session for patient "a" at hospital "2" (a spoke site of hospital "1") using an intouch health rp-lite remote presence system. The patient was also attended by a local physician. Approximately 1 minute into a stroke consultation, the visual connection between the rp-lite at hospital "2" and the control station at hospital "1" was lost. The stroke specialist then continued the consultation via telephone, consistent with the directions for use (dfu) for the rp-lite. The stroke was determined to be ischemic and a decision to administer tpa was made and executed. During transfer of patient to hospital "1", the patient hemorrhaged and expired. Patient's condition prior to the event and other information has been requested and is currently unknown pending receipt of medical record and case summary from hospital(s).